Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm trial lead kit, slim tip, model: mn10350-50a, UDI: (B)(4). Serial: (B)(6). Batch: 8880345.

Event description:
It was reported that the patient experienced numbness on right side of hip and back as well as pressure/discomfort when coughing three days after procedure to place trial lead. The trial leads were explanted on (B)(6) 2023, and the numbness had subsided as of (B)(6) 2023. It is unknown which lead was liable.